Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump functioned properly. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping or scroll bar anomaly was noted. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
Customer reported that the numbers on the insulin pump were ramping up when attempting to bolus. Customer stated that the esc and act button were not working and that she may have pressed a button down too hard. Customer's blood glucose reading at the time of the call was 312 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.